Manufacturer narrative:
This case is conservatively reported due to patient death. The surgeon states that the perceval valve was not the reason for the patient death and is likely due to a pacemaker that was implanted one week after the perceval implant. The device serial number was not provided and the device was not returned, therefore, no investigation is possible at this time.

Event description:
The manufacturer was notified on august 31, 2016 about a patient death, who was implanted with a perceval valve for less than one month. On september 8, 2016, additional information was provided. The surgeon does not believe that the perceval valve was he reason for the patient death. A pacemaker was implanted in the patient one week after the perceval implant and the surgeon believes that was the issue. No information about the device was provided.